Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2; -7.50/+5.0/104 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore/break during injection/delivery into the eye; intraoperatively the lens was removed. On (B)(6) 2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was noted as "lens got stuck in the plunger and got torn".